Manufacturer narrative:
(B)(4). H3: customer has indicated that the product will not be returned because it was used. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : used.

Event description:
It was reported that an implant had a hair in the sterile package on the device. It is unknown at this time if hair came from room or prior to opening sterile package. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.